Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) touch screen was not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e4, h6 (medical device ¿ problem code). A getinge field service engineer (fse) during pm, touchscreen was not functioning, ordered and replaced display monitor to video gen board (d040-00-0456), to correct issue. Functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a